Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2016 with the following findings: the review of the pump history revealed frequent low battery warnings and replace battery alarms. The pump electrical current draws measured high. Upon pump disassembly, moisture damage was found on the printed circuit board and investigators concluded that the short battery life issue was due to moisture damage. Unrelated to the original complaint, the battery compartment and the pump case were noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).